Manufacturer narrative:
(B)(4). This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. An alert was recorded in the remoted monitoring system for this issue. The field representative reported the physician planned to bring the patient in to the clinic within the next couple of weeks to perform testing. No adverse patient effects were reported. The following week, the patient was admitted to the hospital for defibrillation threshold (dft) testing, to evaluate the high shock impedance measurements. It was noted measurements had been increasing over the past year, from 100 ohms to 130 ohms. A successful dft was performed and the shock impedance was within normal range at 82 ohms. The patient was to be discharged to home with routine follow-ups planned. No additional adverse patient effects were reported.